Event description:
Customer alleges discrepant results with meter compared to lab. Pt's target therapeutic range is 2.5-3.5. Pt ate lettuce between results on (B)(6) 2011 and was unsure of retest result. Pt stated that the retest inr valve was greater than 4.8. On (B)(6) 2011, results were done within minutes of each other.

Manufacturer narrative:
Investigation pending.